Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple issues with the fill estimate on the pump. When attempting to perform troubleshooting, the customer's call became disconnected and no further information was obtained. There was no reported impact to the customer's blood glucose level.